Event description:
The manufacturer received information alleging error messages occurred on a trilogy ev300, USA ventilator, "when trying to start case. The log was reviewed and there was no 'vent inoperative' or 'check vent' alarms logged. There were many errors but could be the set up." There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the final test the unit failed the exhalation pilot pressure test. The fse recommended replacing the device's aecm (active exhalation control module) proportional valve and 3-way solenoid valves to address the issue. The customer is taking responsibility to correct/repair the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.